Event description:
Customer reported that the ventilator was cycling on a pt when the ventilator started to alarm and display error message "up mix". Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out.